Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). Results of investigation: triage was able to duplicate the customer reported complaint that the sounder failed with a hw fault error code due to the sounder issue. During initial bench test, it was found that the alarm sounder assembly was not working or alarming with hw fault of snd error. Only the alarm sounder was sent in for evaluation, ltv unit not provided.

Event description:
The customer reported the ltv sounder failed and had a hw fault error due to the sounder. The customer reported no patient involvement. The customer did not report which ventilator series and model the suspected component was a part of.